Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was still in constant pain in their back and feet. The issue was not resolved and they noted that their healthcare provider (hcp) was going to explant the device and use a different device from another manufacturer. They were waiting for the hcp to make the appointments for everything. The patient noted they lost 65 pounds and then gained 22 pounds back but even after losing a lot of weight they were still always in a lot of pain. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's new ins was implanted with 2 leads instead of 1 because their healthcare provider said it would work better for them. They needed an MRI for their back because they were always in pain. The patient noted that the ins hadn't helped since implant and they met with a representative 2-3 times for reprogramming but it never helped. Their healthcare provider was going to remove the ins and implant something else. No further complications reported.